Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed from the body of the device, no suture was attached. After parking the footplate the device became stuck in the vessel and could not be pushed or pulled. Contralateral vessel access was obtained and an angiogram was performed of the right femoral artery; no obstruction was identified. The device was removed with manipulation by wiggling it free. No surgery was necessary, but a significant clinical delay was reported. A second proglide device with light manual pressure was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue during needle plunger retraction was confirmed. However, the reported difficulty encountered removing the device could not be confirmed as analysis indicated the device was returned with the foot completely closed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.